Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Ultimately, the pump was replaced and customer reverted to an alternate method of insulin therapy.